Manufacturer narrative:
(B)(4) initial report date: 11/17/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
Customer reported patient experiencing abdominal pain after taking patency capsule. Physician is not certain if the capsule has passed. Physician plans to conduct a CT scan to determine if the patency capsule is residing in the descending colon. Previous CT scans were normal showing no strictures. This is being reported out of an abundance of caution.

Manufacturer narrative:
(B)(4).